Event description:
The customer reported the ventilator backup battery was not functional. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Loss of battery power during normal ventilation operation when required may be detrimental to a patient if in use. The manufacturers field service engineer (fse) was able to duplicate the reported problem. During evaluation the fse reported the backup battery failed testing. The fse replaced the battery to address the reported problem. Applicable final testing was performed per operating specifications and passed.